Event description:
The pt is reported to have friable vessels. During the inflation of the aortic balloon while securing the graft, the superior aortic neck was dissected. The dissection was treated using open surgical aneurysm repair, and the pt is doing well.